Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection, leak test, clear passage test, and clamp function test were performed with no issues noted. An integrity of seal test was performed with no issues noted. The interior diameter of the patient connector was measure and was found to be within specification. The reported problem was not confirmed via the sample evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation; however, evaluation has not yet begun. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of a uv flash transfer set could not be connected to a titanium adapter and that it was too hard to connect them. There were no issues with the titanium adapter. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.